Manufacturer narrative:
(B)(4). On (B)(6) 2012, the hospital reported that the problem was with the ambulance's standard inverter. The ambulance's standard inverter has a large spike in frequency. The (B)(6)went well above 150hz. There is an auxiliary diesel generator that is totally separate from the ambulance's engine and has it's own inverter. When this generator is turned on the frequency is with in normal ranges and the rotaflow works just fine. On (B)(6) 2012, the maquet sales and service unit (ssu) technician performed a preventive maintenance on the unit. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, a patient was using rotaflow serial number (B)(4), at (B)(6) healthcare, and during transport by ambulance to another hospital the unit gave a "battery error". The battery error occurred once the unit switched from rotaflow battery to the alternate power source of the ambulance using an ac adapter for the ambulance battery. The ac adapter was disconnected and the rotaflow shut-down. The rotaflow was immediately powered back on and support was re-established without issues. Additional information was received at a later time regarding this event. See below: stan sharp was the perfusionist during the transport. According to the customer, the rotaflow was working fine until they were putting the patient in the ambulance. (B)(4).